Event description:
Customer stated he had low blood glucose of 30 mg/dl, paramedics were called. Customer was treated with glucagon shot. Customer stated the issue was his fault and had nothing to do with the insulin pump. Customer was not in an accident prior to the low. Customer was in a hurry and was unable to provide further details. Event occured two weeks prior to call. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.